Event description:
Home patient called baxter technical assistance line to report liquid leaking from the door of the homechoice device during treatment. The patient noted the inside of the machine was wet, as well as the cassette. The patient discontinued treatment and did manual exchanges until the patient received a machine swap the following day. This incident indicates a leak in the homechoice cassette. Per rn, no patient injury or medical intervention associated with this incident.